Event description:
It was reported the patient is experiencing ineffective therapy due to lead fracture. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Fracture visible once lead was removed. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated.